Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unknown amount of time. Additionally, it was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 306 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.